Event description:
It was reported that the patient had increased pain over the last 1-2 weeks. A dye study was done on the report date. The healthcare provider (hcp) got good flow and the dye reached the intrathecal space. The hcp was going to send the patient for a computed tomography scan (CT) to check the spine to rule out a granuloma. The device system was used to deliver clonidine, bupivacaine and dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709 lot# j11032r09, implanted: 2002 (B)(6); product type catheter. (B)(6).